Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the coil was stuck and stretched. The target lesion was located in the internal iliac artery. A 20mm x 40cm interlock-35 was selected for use. During withdrawal, the coil got stuck and resistance was felt. Consequently, after removal the device was stretched. The physician had to cut the stretched part and the delivery system, but then the coil could not be pushed out. The procedure was completed with another interlock-35. There were no complications reported and the patient was stable post procedure. However, the device analysis revealed that the main coil was detached in three parts and the introducer sheath was detached on the twist lock.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. Device evaluated by manufacturer: the device was returned for analysis. The main coil, the pusher wire and the introducer sheath returned to this complaint. The main coil was observed bent and stretched and, it was observed signal cuts on the device, therefore the main coil was detached in three parts. The introducer sheath was observed detached on the twist lock; it was observed signal of cuts. The main coil, the pusher wire and the introducer sheath returned to this complaint. The main coil was observed bent and stretched and, it was observed signal cuts on the device, therefore the main coil was detached in three parts. The introducer sheath was observed detached on the twist lock; it was observed signal of cuts. The functional test could not be performed due the main coil and the pusher wire are not interlocking. The dimensional inspection revealed that the outer diameter (od) at the zap tip, primary coil, and coil arm were found to be within specification. Also, the distal and proximal fiber bundles were found to be within specification.